Event description:
This css console was not supporting a patient. Customer reported that during a routine console test validation protocol, the css console's monitoring computer took longer than usual to load the software. The computer hard disk drive was replaced on site by a syncardia clinical support representative, and then the css console passed the console test validation protocol.

Manufacturer narrative:
No evaluation of the css console computer hard drive was necessary, because the hard drive exhibited the same failure mode as previously - investigated computer hard drives. Previous investigations concluded that the media in the hard drives degraded over time, and that electronic failures of the hard drives damaged the read/write head(s), producing scratching/grinding noises and ultimately leading to laptop malfunctions. This failure mode poses a low risk to a patient, because the issue was observed during a routine console checkout and was not supporting a patient. In addition, this failure mode does not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. In the event of a monitoring computer failure, user training directs the patient care staff to utilize standard, and readily available, patient monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring of blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its evaluation of this complaint and is closing this file.